Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer 9nc 0.109m plus blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated from (B)(6) to english. The customer stated "when using sodium citrate to collection blood, it was found that the tube pushed off. The needle (non-patient) stuck the skin which was the left hand ring finger, about 0.2cm,damage to the epidermis, blood visible. The fingers were immediately squeezed in the direction of centrifugation for 3min, and 5ml blood was extruded. The fingers were rinsed in flowing water for 5 min, and the injured parts were disinfected with iodine for 5 min. The injured parts were bandaged with infusion paste, reported to the infection department."

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced whole tube push off non-patient end of needle. The following information was provided by the initial reporter: translated from chinese to english. The customer stated "when using sodium citrate to collection blood, it was found that the tube pushed off. The needle (non-patient) stuck the skin which was the left hand ring finger, about 0.2cm,damage to the epidermis, blood visible.the fingers were immediately squeezed in the direction of centrifugation for 3min, and 5ml blood was extruded. The fingers were rinsed in flowing water for 5 min, and the injured parts were disinfected with iodine for 5 min. The injured parts were bandaged with infusion paste, reported to the infection department.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Bd was unable to duplicate or confirm the customer¿s indicated failure mode during testing of retain samples.